Manufacturer narrative:
Model number/ catalog number: sc-2366-70, serial number: (B)(4), batch/ lot number: 5075750, model/ catalog description: linear 3-6 lead 70 cm.

Event description:
A report was received that the patient had a suspected infection. The patient underwent a revision procedure wherein the incisions were cleaned out and the leads were moved. Furthermore, the physician confirmed that there was no infection. The patient was reportedly doing well postoperatively.